Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a patency capsule procedure prior to the pillcam sb3 procedure and the patency capsule was passed without incident. The patient ingested the pillcam capsule, but the capsule has not yet passed. X-rays were taken to identify the capsule¿s location. The physician confirmed that the x-rays show that the capsule is right at the cecum. Bowel prep was also prescribed and taken in an attempt to expel the capsule; the patient has still not passed the capsule. The patient is not experiencing any discomfort or adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.